Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose on (B)(6)2015. Blood glucose was 400 mg/dl, which was treated with a bolus delivery and blood glucose went back down to 304 mg/dl and 225 mg/dl. Customer had symptoms of dizziness, jittery and excessive thirst. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that there were air bubbles in infusion tube. While attempting to assist customer with priming air bubbles out, customer went ahead and primed with reservoir in place. Customer declined further assistance and would do a complete set change and call back should issue persist.